Event description:
It was reported that an unknown transfer set disconnected from the patient line. This occurred during final dwell during peritoneal dialysis therapy. The home patient (hp) was connected at the time of the event. The hp stated that they sat up while on the edge of their bed, and the transfer set disconnected from the patient line. The hp did not notice anything unusual about the transfer set that may have caused or contributed to the issue. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4).the device was discarded and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.